Event description:
Caller reported a pump malfunction that showed a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump themselves, and since the issue did not recur, they were advised to continue using the pump. They were also instructed to contact technical support if the malfunction happened again, which the caller acknowledged and understood.